Event description:
Customer reported a button error on her insulin pump during bolus. Customer's blood glucose is 87 mg/dl. Customer was in the heat and the device was against her skin. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was monitored and bolus functions properly. Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.